Manufacturer narrative:
Visual inspection of balloon catheter afapro28 lot # 55002 showed the catheter had a kink under the balloon segment. The maneuverability issue was reproduced due to the kink in the balloon segment of the catheter. The catheter passed the performance test. But the temperature was not low enough. The dissection and pressure test showed a guide wire lumen kink and breach inside the balloons at 1.17 inches from the tip of the catheter. Pressure test show tiny leak at the same point of the guide wire lumen kink. In conclusion, the maneuverability issue was confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.